Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies thrombus as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil was implanted in a ruptured basilar apex aneurysm on (B)(6) 2018. Approximately 13 days later, a straight, tail-like segment of the coil came out of the aneurysm into the proximal right posterior cerebral artery. A clot was noted around the tail segment, and a thalamic stroke was observed. Aspirin and heparin were administered to the patient as treatment for the clot. A cerebral angiography showed no evidence of thromboembolic complications. The clot appears to have resolved and there are no stroke symptoms. The patient is reported to be recovering well.